Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 to (B)(6) 2023 and the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bgs was unknown. The customer took no action for one of the low bg events, and consumed carbohydrates to address their bg for the other event. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.